Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was found to be cracked during therapy. The patient started therapy over to resolve this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and no issues were noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. All functional testing was acceptable and met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.